Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The findings confirmed the set screw was backed out too far of the implantable neurostimulator, which is considered a procedural issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep). It was reported that during the procedure the device screw would not tighten. There were no environmental/external/patient factors that might have led or contributed to the issue. They tried screwing the device down, but then replaced the implantable neurostimulator (ins) with a different one. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.